Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("severe migraines constantly everyday / excessive migraine headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), feeling abnormal ("complaining way too much had been a terrible feeling"), heavy menstrual bleeding ("heavy menstrual bleeding with blood clots size of a golf ball-tennis ball"), abdominal distension ("bloating"), dysgeusia ("metal taste in my mouth"), back pain ("lower back pain"), abdominal pain lower ("ongoing cramps/contractions like if im in labor"), initial insomnia ("struggle to sleep at night"), somnolence ("want to sleep all day"), asthenia ("have no energy what so ever"), depression ("depression"), alopecia ("hair falls out so much"), loss of libido ("no sex drive"), medical device discomfort ("increasingly discomfort"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, feeling abnormal, migraine, heavy menstrual bleeding, abdominal distension, dysgeusia, back pain, initial insomnia, somnolence, asthenia, depression, alopecia and loss of libido had not resolved and the medical device discomfort, fatigue, abnormal weight gain, anxiety and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, anxiety, asthenia, back pain, depression, dysgeusia, fatigue, feeling abnormal, heavy menstrual bleeding, initial insomnia, loss of libido, medical device discomfort, migraine, pelvic pain and somnolence to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("severe migraines constantly everyday / excessive migraine headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), feeling abnormal ("complaining way too much had been a terrible feeling"), menorrhagia ("heavy menstrual bleeding with blood clots size of a golf ball-tennis ball"), abdominal distension ("bloating"), dysgeusia ("metal taste in my mouth"), back pain ("lower back pain"), abdominal pain lower ("ongoing cramps/ contractions like if im in labor"), initial insomnia ("struggle to sleep at night"), somnolence ("want to sleep all day"), asthenia ("have no energy what so ever"), depression ("depression"), alopecia ("hair falls out so much"), loss of libido ("no sex drive"), medical device discomfort ("increasingly discomfort"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, feeling abnormal, migraine, menorrhagia, abdominal distension, dysgeusia, back pain, initial insomnia, somnolence, asthenia, depression, alopecia and loss of libido had not resolved and the medical device discomfort, fatigue, abnormal weight gain, anxiety and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, anxiety, asthenia, back pain, depression, dysgeusia, fatigue, feeling abnormal, initial insomnia, loss of libido, medical device discomfort, menorrhagia, migraine, pelvic pain and somnolence to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.